Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The high power display unit (hpdu) central processing unit (cpu) board was replaced to resolve the reported issue.

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.